Event description:
The customer reported the system displayed a charger error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the interconnect cable and hard drive need to be replaced. The ge rep placed the parts on order. It is anticipated that installation of these parts will restore the system to operating as intended.